Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# va0du0l, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0bfhu, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the impedances at the time of implant were likely in a normal range but they showed high at the time of report. It was confirmed they were within normal range at implant and contact 8 was high indicating an open circuit at the time of report during initial programming. The patient had symptom relief and they received therapeutic benefit. The plan was to use contact 9 which appeared to work with controlling their tremor.